Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose level were over 600 mg/dl because he was at end stage of cancer. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the bolus. The customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.